Event description:
A customer reported experiencing a leaking millipore extension set. According to the report, the 0.22 micro filter started leaking during an infusion of paclitaxel. The device was reported to have been cracked. There was no patient injury or medical intervention reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection and functional testing were performed without noting any issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.